Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator (ICD) had a set screw problem on the right ventricular (rv) channel. The rv channel set screw came out and the physician was not able to set it back. The ICD was not used and a new ICD is planned to be implanted in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a damaged grommet, misalignment with the set screw, and foreign material on set screw.